Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument was found to have broken cables. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that a cable was found protruding from the distal end of the instrument even though the instrument did not collide with any other instrument or tool during the procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tenaculum forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.